Event description:
According to the medwatch: elderly pt undergoing wide re-excision of facial melanoma under local anesthesia and sedation. Oxygen flowing at a slow rate (two liters per min) via nasal cannula. Drapes surrounding surgical field; hand towels used to tent drapes. Surgeon noted spark from bovie unit and then towels/drapes erupting into flames. Pt sustained 2nd and 3rd degree burns to face and right hand (2% total body surface area burns). Customer info was not provided. Also, enclosed was a consultation report which states: it is evident the drapes caught fire when monopolar pencil was keyed in oxygen enriched area. Surgeon should have used bipolar or another means of cauterization.